Event description:
While performing pm procedure bed failed electrical safety test. No injury reported.

Manufacturer narrative:
Tech found the empty bed in room. While performing pm procedure bed failed electrical safety test due to loose ground pin on power cord. Replaced hospital grade power plug to resolve this issue.